Event description:
It was reported that a 24mm amplatzer septal occluder was selected for implant on (B)(6) 2024. During implant the left atrial disc of the device took on a cobra shape. The device could not be conformed back to its original shape. The device was removed from the patient and replaced with a new 24mm amplatzer septal occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted in the delivery system. There were no clinically significant delays during the procedure. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from field indicated that there were no interactions with cardiac structures and no angulations or kinks noted in the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on received information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.